Event description:
It was reported that the ventilator failed turbine and gas supply test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was was investigated by our field service engineer on-site. It was reported that the unit failed the turbine and gas supply test. The event can be confirmed by the review of the received device logs. No part has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
Manufacturer ref#:(B)(4).